Event description:
Reporter stated customer was hospitalized due to change and increase in medication from the doctor prior to the alleged incident. Reporter stated customer went to doctor for high blood glucose monitoring device results. Reporter indicated after medication change and increase due to the high device results; customer began shaking, vomiting, and had a bad headache. Reporter stated customer was taken to the emergency room (ER) at 9:30am. Reporter indicated being unsure when customer tested with the device prior to the alleged incident. Reporter alleged customer was treated with insulin after hospital device read 190mg/dl. Reporter stated the next day of hospitalization, customer had a seizure at 6pm and is still in the hospital. Reporter stated controls were not used because they are expired. A request was made for the return of the suspect device and replacement product was sent.